Event description:
It was reported that the customer had issues with the insulin pump buttons. He stated that the buttons were not consistently responding. The blood glucose reading was 160 mg/dl. Advised replacement of the insulin pump. The customer called back to check the status of the replacement insulin pump. The blood glucose reading was 63 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with severely scratched lcd window, broken belt clip slot, and missing end cap sticker. Please see medwatch report # 3004209178-2014-93175.